Event description:
Event was reported to caldera medical by an atty. The patient has suffered recurrence of stress urinary incontinence, painful sexual intercourse, bladder leakage w/uncontrollable urges, and chronic pain. No further info has been provided.